Manufacturer narrative:
Complaint was confirmed. The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken knee scorpion jaw was returned along with complaint device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event.

Event description:
It was reported that during a root repair the top jaw of the knee scorpion, ar-12990, snapped off while trying to pass a suture. The tissue had been poor quality and would not hold a stitch and the surgeon was unable to effectively pass with other methods and devices. *additional information requested. Additional information provided 9/29/2020: unfortunately the tissue was unable to hold a stitch and the surgeon was unable to complete the root repair and resorted to biting out as much as he could.